Event description:
The pt was randomization the descover registry on april 2005. The primary indication for the procedure was an acute myocardial infarction. At index procedure the pt received a 3.0x23mm cypher des in the mid right coronary artery. Approx eight months post index procedure re-peat angiogram showed restenosis of target lesion at the implanted cypher des. The restenosis was treated using a taxus des.